Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad buttons with contamination present on the keypad contacts, a dim and discolored display screen, and a crack on the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was torn from the ok to up buttons. All of the keypad buttons responded intermittently. Contamination was found underneath all of the keypad buttons. Additionally, the battery compartment was cracked at the threads. Also, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).